Event description:
It was reported that a lead warning for atrial lead impedance was triggered and that there was a polarity switch to unipolar pacing. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 1999. (B)(4).